Event description:
Based on the information received on 22-nov-2017 the case initially processed as non-serious has been updated to serious because of addition of a serious event of device malfunction. This case was cross referenced with cases: (B)(4) (cluster). This spontaneous case from united states was received on 10-nov-2017 from other healthcare professional this case concerns a (B)(6) year old female patient who initiated treatment with synvisc one and after an unknown latency was unable to put weight on injected knee, unable to walk, had large effusion and severe swelling on injected knee, also, device malfunction was identified for the reported lot number. No medical history, previous medications, concomitant medications and concurrent conditions were reported. On an unknown date, patient received treatment with intra articular synvisc one injection once at a dose of 6 ml for left knee osteoarthritis (batch lot number: 7rsl021; expiry date: 31-may-2020). On an unknown date, after an unknown latency patient was unable to put weight on injected knee, unable to walk, had large effusion and severe swelling on injected knee. It was reported that if the patient still had a large effusion. Next week, it might possibly need to be drained. Corrective treatment: not reported for large effusion; unspecified for rest of the events outcome: not recovered for all events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction. Additional information was received on 22-nov-2017. Global ptc number and ptc results were added. An additional event of device malfunction was added with details. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 22-nov-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced weight bearing difficulty, unable to walk, left knee effusion and left knee swelling. A temporal relationship cannot be established as event onset date and product therapy details are unknown. However, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded.